Event description:
It was reported that when the 6600 system was booted the monitors were black with some white lines going through them. System was rebooted and worked as expected. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. Reseated chips on the boards in the workstation and reseated boards. Checked all power supplies and they were found within specifications. The system was tested and found to be working as intended and placed back into service.